Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the set). The technical service representative (tsr) advised the hp to start over with new supplies. Global product surveillance contacted hp on (B)(6), 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample and the root cause of the complaint was not determined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).